Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided on a supplemental report. Device disposition unknown.

Event description:
It was reported that the patient was involved in a motor vehicle accident and experienced new onset of shoulder pain after that. The x-rays showed a subsidence of humeral component. The patient had the insert and glenosphere revised.

Event description:
It was reported that the patient was involved in a motor vehicle accident and experienced new onset of shoulder pain after that. The x-rays showed a subsidence of humeral component. The patient had the insert and glenosphere revised.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Since data were provided, the opinion of a medical expert was sought and stated as following: ''there are several scenarios (...) The cause of the patient¿s pain is more complex than one would expect on first sight": "firstly, (...) Severe notching, involving the scapula, the inferior screw(s) and the central post. This must have led to wear of the polyethylene insert, which in turn may have caused the beginning of bone resorption around the humeral and glenoid component. Secondly, it is possible to have a traumatic subsidence of the humeral component. (...) Pain cannot be seen, and in this case the undermining of the glenoid component may have played a role as well. In this case the trauma may have affected the glenoid component as well, acute-o chronic loosening of the glenoid component. Thirdly, there is the factor of the possible presence of a low-virulent micro-organism, that (beside the chronic scapular notching) may explain that the patient has never been pain-free after the index surgery. All in all a complex case, that only can be solved with extra information (consecutive x-rays, bacteriological information, and early post-trauma x-rays before the revision took place)". More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.